Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had to be moved due to infection. The patient had an infection ¿up top¿ and this was just after implant. The infection resolved due to moving the ins to the patient¿s abdomen and antibiotics. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 7482a95, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3387s-40, lot # v460686, implanted: (B)(6) 2010, product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 7482a95, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3387s-40, lot# v460686, implanted: (B)(6) 2010, product type: lead. Product ID 7482a95, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3387s-40, lot# v460686, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Additional information received reported perioperative antibiotics were administered. The date of onset was 3-4 weeks post-operatively. It was unknown if the patient had meningitis. Signs and symptoms associated with the infection were redness and swelling. The primary location of the infection was the device pocket and the lead track. It was noted that a culture was obtained and the organism cultured was (B)(6). Treatment included intravenous (IV) antibiotics and total device system explant. Patient outcome was the infection resolved. It was unknown if the patient had any risk factors prior to implant.